Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump incorrectly calculated a bolus. Customer's blood glucose level was 153 mg/dl. Multiple follow up attempts were made by tandem technical support for customer to upload pump data for review; however, no response was received from the customer.